Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2008: the patient presented with. Pseudoarthrosis, l5-s1. Stenosis with instability at l2-l3. The patient underwent the following procedures: posterior non-segmental instrumentation, l2-l3. Posterior non-segmental instrumentation l5-s1. Posterolateral fusion, l2-l3. Posterolateral fusion repair pseudoarthrosis l5-s1. Lumbar laminectomy with foraminotomies at l2-l3. As per-op notes, ¿ bone morphogenic protein was mixed with hydroxyapatite and placed in the posterolateral gutters which had been decorticated. Again 6 litres of gu irrigant had been used up to this point for irrigation. Bone morphogenic protein was also placed at the l5-s1 level and two 5.5 rods were cut and contoured and put in place at 5-1, as well as 2 different rods at 2-3. A single cross link was placed at 2-3, and the entire device was tightened and torqued with the appropriate pounds of pressure.¿ no patient complications were reported.